Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device stopped working properly. There were no further patient complications reported.